Manufacturer narrative:
The explanted device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported by the perfusionist that the pt was presented with chronically elevated ldh for the past few weeks in spite of adequate anticoagulation with heparin, coumadin and aspirin. Ldh has ranged between 400 and 3000 throughout this period. During this period the pt did experience several power spikes >10.0 watts. A decision was made to exchange the lvad with another lvad. Under visual inspection of the pump after extraction, a large multi-colored clot was found in and around the pump inlet stator.